Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a laser induced thermal therapy (litt) for epilepsy, the patient experienced an increased short term memory deficit at a follow-up visit on (B)(6) 2018. At a visit on (B)(6) 2018, the deficit was noted to be worsening. At the six month visit, it was noted that the short term memory deficit reverted to the baseline. It was reported that the relatedness to the ablation system used was unknown as well as the procedure. It was noted that there was relation between the issue and the patient's state of epilepsy. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue was unrelated to the ablation system.